Manufacturer narrative:
(B)(4). Additional devices implanted: tge313110/13725183, tge343410/12940918. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Patient medications include but are not limited to: aspirin 75mg, atorvastatin 20mg, bisoprolol 10mg, bumetanide 1mg, doxazosin 4mg, nifedipine 10mg and paracetamol 500mg

Event description:
On (B)(6) 2015, this patient was treated for a type b complicated aortic dissection which originated just distal to the left subclavian artery and was implanted with conformable gore® tag® thoracic endoprostheses. Angioplasty was reported to have been performed and in addition a balloon stent was deployed from the true lumen to the left renal artery. The primary maximum diameter of the aortic aneurysm/lesion was reported to measure 44mm at this time. The patient tolerated the procedure with no reported endoleak or complications, and was discharged on (B)(6) 2015. On (B)(6) 2016, the patient was admitted to the hospital and underwent reintervention on (B)(6) 2016 the patient underwent reintervention for the type b uncomplicated aortic dissection and an additional conformable gore® tag® thoracic endoprosthesis was implanted in zone 4 of the distal descending thoracic aorta. The patient tolerated the procedure and was discharged on (B)(6) 2016. The maximum diameter of aortic aneurysm/lesion was reported to measure 49(mm) at this time. The reintervention was reported to have been successful. Computed tomography angiography reported good placement and thrombolysis of the false lumen. The patient is scheduled for follow up in 6 months. The devices are not thought to have caused or contributed to the extension of the dissection.